Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. It was reported the screw was discarded, therefore no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported during a blepharoplasty a screw fractured as soon as the surgeon applied pressure to attempt to insert. The surgeon was able to remove the broken screw with forceps since the majority of the screw had not penetrated the bone. Another screw was used to successfully complete the procedure. There was a delay of about ten minutes due to the screw breaking.